Event description:
The patient reported that they are no longer able to walk without oxygen and the physician told the patient that the problem was either with the device or with the patient¿s heart. Follow up was conducted and the patient had not been seen recently. It was noted that the patient has angina. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6949-65 implantable tachy lead: (B)(6) 2006. A 5076-52 implantable pacing lead: (B)(6) 2006. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).